Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 39 mg/dl at the time of incident and the current blood glucose level was 54 mg/dl, 93 mg/dl and 121 mg/dl. The customer was assisted with troubleshooting for low blood glucose. The customer was treated with juice, little candy bars, food and glucose tablets for low blood glucose. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer reports auto mode was automatically delivering insulin at the time of low blood glucose event. Customer did not allege insulin pump was over delivering. Customer reports reservoir was showing the same amount of insulin as shown on the status screen. Customer reports they changed the infusion set and it was successfully inserted. Customer reports they notice air bubbles in reservoir and the size of air bubbles was approximate champagne size. The insulin pump will not be returned for analysis.